Event description:
According to the reporter, during laparoscopic unilateral, possible bilateral salpingo-oophorectomy, frozen section, possible total laparoscopic hysterectomy, the knife blade lever was stuck in the pulled position and not able to be released to open the jaws of the handpiece approximately 2 hours after the surgery started. It was locked on tissue, specifically a pedicle in the gyn space less than 7mm in thickness. It was removed by pulling a second handpiece and cutting the tissue around the stuck tissue to remove device. Additional 20 minutes was added to procedure due to a second handpiece had to be pulled and to troubleshoot and problem solve what the first handpiece could not do due to the fact that it locked on tissue. The knife blade was not protruding beyond the edge of the jaws. There was minimal blood loss but no transfusion was necessary.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1, (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.